Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and chest wall stimulation. It was noted that the right atrial (ra) lead has dislodged and exhibited high thresholds, low p waves measurements, some lead impedance changes, and mode switch. Possible loss of capture was suspected. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high impedance. The patient is suffering from twiddlers syndrome.